Event description:
It was reported that the customer's blood glucose has been out of control and he was treated with manual injections. Troubleshooting was performed, and no damage to the drive support cap noted. Time, date, basal rates, and bolus wizard settings were correct. The caller mentioned that the customer changes the infusion set every three days and sometimes every four days. During the call, the mother also reported that the customer was in the intensive care unit due to diabetes ketoacidosis, and he was treated with an insulin drip. The high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.